Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: after the patient receives a ventilator for assisted breathing, the ventilator emits a continuous low tidal volume alarm no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: after the patient receives a ventilator for assisted breathing, the ventilator emits a continuous low tidal volume alarm. No patient harm or consequences.